Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Test strip UDI# (B)(4). Note: manufacturer contacted customer on (B)(4) 2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that they received the replacement product however they didn't start to use it yet. No symptoms or medical attention reported since the last call. After several attempts of follow-up calls to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 229, 258, 316 and 317mg/dl. The expected fasting blood glucose test result range is 150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 6/18/19 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with both the high results and the erratic results that he is getting from his meter.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 229, 258, 316 and 317mg/dl. The expected fasting blood glucose test result range is 150mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 6/18/19 and open vial date is 4/25/18. The meter memory was reviewed for previous test result history: result 1: 229mg/dl, date: (B)(6) 2018, time:6:24am, fasting. Result 2: 258mg/dl, date: (B)(6) 2018,time:6:27am, fasting. Result 3: 317mg/dl, date: (B)(6) 2018, time:6:17am, fasting. Result 4: 136mg/dl, date: (B)(6) 2018, time:4:19am, fasting. Result 5: 316mg/dl, date: (B)(6) 2018,time:12:47pm, fasting. Customer is concerned with both the high results and the erratic results that he is getting from his meter.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage(kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer on 5/2/2018 in a follow-up call to ensure that the replacement products resolved the initial concern; customer stated that they received the replacement product however they didn't start to use it yet. No symptoms or medical attention reported since the last call. After several attempts of follow-up calls to ensure that the replacement products resolved the initial concern; unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.